Event description:
2025-feb-13 (B)(4): information was receive additional information from the patient indicated that the batteries were not charged up. After changing the remote control and charging up, everything was working fine. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient has had difficulty connecting to ins - the only way they can connect is when the recharger is plugged into the controller. Caller also stated that patient turns stimulation off at night and whenever they connect with their external equipment, they get shocked. Caller stated these issues started around the same time, a couple of weeks ago. Caller stated that the hcp is suggesting an ins replacement. Caller stated upon impedance check, everything was normal and they performed reprogramming. After reprogramming, patient connected to ins with external equipment and received a shock. Caller stated their tablet connected to the ins without issue and patient just received a new controller but it is having the same connection issues. Caller stated the patient hasn't had any falls. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss didn't collect external serial numbers as caller wasn't with the patient. See pe (B)(4) for infection.